Manufacturer narrative:
User facility reported about the three devices and this is for the first device that was noted to be broken in the patient. The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time. The instruction manual provides warning and caution statements in an effort to prevent breakage; " do not insert this device without comprehensive knowledge of the indications, techniques, and risks associated with the procedure. Do not insert this device if it has been kinked or damaged prior to use. Replace with undamaged product. Avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage.¿

Event description:
The center was informed that during a therapeutic cystoscopy with retrogrades, laser lithotripsy, and stone removal procedure, the sheath was opened by a registered nurse (rn) and passed to surgical technician and then to the sterile field. After the sheath was inserted into the patient it was noted to be broken. A second sheath was then opened and passed to the sterile field. Upon opening this package, it was noted to be broken directly out of the package. Therefore, a third sheath was opened and passed to the sterile field. It was found to be intact, not broken and therefore inserted into the patient. Once inside the patient, it was observed through camera that the sheath had broken into multiple pieces. The sheath was immediately removed from the patient. The surgeon extracted all visualized fragments able to be extracted from the patient. The procedure was completed without the use of the access sheath. There was no patient injury reported. In addition, the user facility reported that materials management was notified and removed remaining items immediately following the case. This is 1 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. A DHR review was performed and shows the 500038-38 batch 09c1500205 complaint was shipped on 20-mar-2015 with a lot quantity of 222 five packs(1,110 units). The product was manufactured using three dilator lots t5637-12 batches 08m1400342, 08a1500541, and 08c1500303. These devices were manufactured over four years prior to this complaint. The shelf life for this product was reduced from 60 months to 30 months according manufacturer record on 15- mar-2019. This product would be considered expired to the updated print.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results,. Please the updates in sections: d10, g4, g7, h2, h3, h4, h6 and h10. The customer returned three 61254bx (uropass as 12/14fr x 54cm) in the same tyvek package. Two of the devices were heavily covered in blood/residue and the third one was not. Between the two covered in blood, possible to know for certain which one is device 1 and device 3 in the description. From the information provided, the devices were selected accordingly. This device was returned with a broken tip. As mentioned, it was heavily covered in blood/residue from being inserted into the patient. Pictures were taken and will be sent to the OEM for further investigation.